Manufacturer narrative:
Onsite investigation was preformed and the field systems engineer was unable to replicate the reported event as system functioned as intended and without problems. No parts were returned or replaced. No further issues were reported. Site reported that they had not experienced recurrences of this issue. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a shunt placement procedure, and directly after registration, the navigation system moved into the navigate task then became unresponsive. They tried to move the mouse, but the issue persisted. They tried to press ctr+alt+backspace to force quit the software, but the issue persisted. A system reboot resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.